Event description:
Report received of a filter leak. The report states: "the filter leaked through holes in the filter. Leakage agent was antibiotics, delay and missed part of the dose. Antibiotics were being given for osteomyelytis. Patient is on 6 week antibiotic therapy. Tubing was changed and there was no problem. No consequence to patient." Additional information has been requested, but has not become available.